Event description:
The customer reported that their evis exera iii xenon light source displayed an error code b30. The problem was reportedly discovered during preparation for use. An olympus field service representative was able to repair the device on-site to resolve the issue. The device will therefore not be returned. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To repair the device in the field, the olympus field service engineer replaced the input socket due to sulphated pins causing transmission failures with endoscopes. The functionality test of the compete system was thereafter successful. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error code b30 occurred due to the electrical contact pins of the scope socket being oxidized. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.